Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).

Event description:
It was reported the epg (external pulse generator) was used on a patient at an avr (aortic valve replacement) procedure. The sense indicator was lit only while the ventricular lead was paced. The leads were connected to another epg, which functioned normally. There were no further issues. Later, the epg was checked by the clinical engineer using a tester, but no issues were found, and the event could not be reproduced. The epg was returned for service. No patient complications have been reported as a result of this event, since the patient's own the intrinsic rhythm was present.